Event description:
Another company's hip implants were removed by dr (B)(6) on (B)(6) 2021 due to infection, and a prostalac stem, prostalac cup and articuleze femoral head were implanted with antibiotic bone cement on this date. That set of implants was removed today ((B)(6) 2021), washout performed and a new set of prostalac stem, cup and femoral head was implanted as the infection was still present. Operative side: left. Original implant date unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).